Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump gave continuous alarm and message on screen that only said, "service needed." Patient reported they removed the battery and tried to restart pump and got same alarm and error. Patient switched to their back up pump. Patient reported that they started to feel unwell, checked the pump and noticed that it had stopped infusion, but pump did not alarm. Patient was unsure how long they were without remodulin. Patient reported they restarted their infusion with the second pump and that was infusing, but they do check the pump every hour or so to make sure it was infusing correctly. The pharmacy troubleshooting was attempted but was unable to resolve. The set flow rate and volume delivered are unknown. The position of the pump when alarm occurred is unknown. The remodulin dose was 46ng/kg/min with a continuous frequency via subcutaneous (sq) route. There was patient involvement and patient harm reported.

Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined as a product evaluation and problem confirmation cannot be performed. No previous repair has been noted in the last 12 months and no event log history was provided. If the product is returned, this complaint will be reopened for further investigation.